Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) male patient had a skin irritation that turned his skin green. The patient had a red itchy rash on his skin underneath the back therapy electrode pads. The patient applied lotion to the rash and the rash improved slightly. Follow-up indicted that the rash started bleeding so the patient ended use of the device.